Manufacturer narrative:
The lens was implanted and therefore unknown if explanted. Cartridge model/lot# not provided, injector model/serial number not provided. (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the piston, like the front lens, seemed to have damaged the edge of the optic. No complications for the patient were reported. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during the review related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.